Event description:
It was reported the patient presented to clinic for follow up after receiving a patient notifier. An alert for charge time limit has been reached was observed. The patient had no therapies since implant. A capacitor maintenance in clinic was unsuccessful. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed in the laboratory. Analysis of the device identified an open component connection to the hybrid.